Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated rv (right ventricular) oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was inappropriately shocked due to intermittent t-wave oversensing on the right ventricular lead. It was questioned why the device did not prevent the t-wave oversensing. The sensitivity was changed and no additional t-wave oversensing has been seen since that time. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.